Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument was observed to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken grip cable broken at the proximal end in the housing. It was broken at the clamping pulley causing the cable to loosen at distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Correction to section d : primary product batch/lot number was updated to k10220321 0234. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2022-05-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.